Manufacturer narrative:
Device evaluation: the investigation confirmed the system stop event upon review of the log file retrieved from the system controller. However, the investigation did not confirm the reported inaudible low flow hazard alarm or the report of the failing to show the alarm history. The log file captured a momentary pump stop on (B)(6) 2015. The pump stopped for approximately 2 seconds. The rest of the log file, the system controller remained at the fixed speed until the driveline was disconnected and the system controller was powered down. The log file did not capture any of the reported low flow alarms. Multiple alarms were induced. The device history seen on the system controller matched the history seen on the system monitor. The system stop events captured are consistent to events related with high power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the first post-discharge visit on (B)(6) 2015, the patient was found to have had a pump off event on (B)(6) 2015. The patient and staff reported that they were unaware of the pump stoppage. The pump stoppage was only noted while the system controller was connected to the power module and system monitor in the clinic; when the system controller itself was examined for the last 6 events it showed only a 4 second low flow alarm that was reportedly inaudible - no pump stoppage event was seen. There were no visible signs of trauma to the driveline. The system controller was exchanged.

Manufacturer narrative:
Approximate age of device ¿ 30 days. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.